Event description:
As reported, during testing this fogary thru-lumen catheter, the balloon ruptured (see image attached). There was no allegation of patient injury. The device was available for evaluation. The device was received for evaluation and balloon edges did not appear to match at the ruptured region.

Manufacturer narrative:
One fogarty embolectomy catheter was received by our product evaluation laboratory for a full evaluation. As received, balloon was found to be ruptured. Balloon edges did not appear to match at the ruptured region. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Both balloon windings were intact. No other visible damage was observed from the catheter. Returned product appeared consistent with customer picture which showed vascular catheter pointing out balloon region. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.